Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow up, it was found that this pacemaker recorded an error message related to telemetry wandless being disabled. Technical services (ts) indicated that this could be indicative of safety mode. As a result, the device successfully replaced on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.